Event description:
A customer contacted stryker to report that their device would not power on. As a result defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After replacing the battery pins as a precautionary measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.